Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, a hospital nurse, contacted animas and alleged the following: the patient was admitted to hospital on (B)(6) 2013 in diabetic ketoacidosis (dka) with a blood glucose (bg) a >400 mg/dl with ketones, nausea, vomiting, and a headache. The pump was not with the patient when he arrived at hospital, but the physician wanted to have the pump reviewed. The patient was put on IV insulin drip. Patient¿s mother later called animas with pump in hand for troubleshooting. Review of time/date showed that time was an hour behind it was set for 1240pm instead of 140pm. Mom states patient may have not changed time for daylights saving, instructed mom in correcting time. Basal rates are correct. Reviewed alarm history; (B)(6) 1010am ¿ empty cartridge, (B)(6) 301am ¿ low cartridge. Reviewed prime history; (B)(6) 137pm ¿ 20.4u. Mom confirms that patient did fall asleep when he received an empty cartridge at 10am and forgot to change cartridge for 3.5hours. Customer support (cs) reviewed alarm history and pump., and advised patient¿s mother that af pump seems to be delivering as intended and bg excursions are the result of user error. This complaint is being reported as a patient on pump therapy experienced dka following the use error of not addressing the empty cartridge alarm emitted by the pump.

Manufacturer narrative:
Follow-up #1: date of submission 2/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: unable to confirm or duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates..#2. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.